Manufacturer narrative:
Invacare was made aware of an event that took place in sweden, with a 3-1/2-year old irc9lxo2awq concentrator. Invacare is filing this report because the irc10lxo2, made at invacare owned sanford and sold in the us has been determined to be similar in design to the reported device. At this time, it is not known if the concentrator caused or contributed to the patient¿s death. The user manual states: invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. If more information is received a follow-up will be filed.

Event description:
Invacare sweden received information from the police that they are investigating the passing of a patient who was using an invacare concentrator. The deceased's husband stated that he had been sitting in the living room where the oxygen concentrator was located when he discovered that it stopped. He turned it back on, but it stopped again. He went to check on his wife and he realized she was no longer alive. The patient had a non-invacare back-up device however, it was not used. The police are investigating the incident and have the concentrator therefore, invacare has not been able to evaluate the unit.